Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation - customer declined replacement. MDR reported based on the "hi" result from the memory - customer was not concerned with memory results, customer was educated. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error messages (e-5 and e-3). A blood glucose test result of hi was observed during review of the meter memory. The customer was not concerned with any results obtained using the meter, stating that her blood sugar is uncontrolled and she did not know her expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/18/2022 and open vial date is 11/18/2020. The meter memory was reviewed for previous test result history:(B)(6).

Manufacturer narrative:
Sections with additional information as of 19-jan-2021: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.